Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown product performance anomaly. Another ICD was implanted to complete the procedure. Additional information from the field representative provided this ICD recorded a code 1004, indicative of a short circuit condition detected during shock delivery due to a low out-of-range shock impedance measurement less than 12.5 ohms. This ICD has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report was submitted due to changes in the h6, impact codes field. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown product performance anomaly. Another ICD was implanted to complete the procedure. Additional information from the field representative provided this ICD recorded a code 1004, indicative of a short circuit condition detected during shock delivery due to a low out-of-range shock impedance measurement less than 12.5 ohms. This ICD has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown product performance anomaly. Another ICD was implanted to complete the procedure. Additional information from the field representative provided this ICD recorded a code 1004, indicative of a short circuit condition detected during shock delivery due to a low out-of-range shock impedance measurement less than 12.5 ohms. This ICD has been returned and analysis completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error code 1004 had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown product performance anomaly. Another ICD was implanted to complete the procedure. Additional information has been requested but not provided at this time. This ICD has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.